Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the infusion set's tubing broke off at the quick release, while the patient was sleeping. It was found that the patient's tubing was quite short as compared to his height and body type. As the patient was a teenager, in his growing years, the patient's mother was advised to speak to a nurse to get a longer tubing. Furthermore, she was made aware that the issue will continue to happen if they do not switch to a longer tubing. No further information available.